Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started to read inaccurately on (B)(6) 2015, at 12:00 pm when she obtained an alleged inaccurately high blood glucose result of ¿295 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She reported that on (B)(6) 2015, at 2:00pm, she developed symptoms of ¿confusion, sweating [and] anxiety¿. She reported that at (B)(6) 2015, at 2:15pm, she obtained a blood glucose result of ¿43 mg/dl¿ on an unspecified device and she self-treated her symptoms with ¿glucose tablets/glucose gel¿. During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient alleged she obtained an inaccurate high result with the subject meter, made no changes to her usual diabetes management routine and reportedly developed symptoms indicative of an acute diabetes excursion, after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.